Event description:
A patient reported experiencing inaccurate high results with an ot ultra meter. The patient's blood glucose results were 305mg/dl (meter), 235mg/dl (lab). Tests were done 21-30 minutes apart with a difference of 30%. Patient did not experience any adverse events. No further information has been reported.